Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented for follow-up and upon interrogation, several non-sustained episodes were detected in the ventricular fibrillation zone over the past six months. Stored egms revealed that the episodes were caused by noise. While performing a high voltage lead integrity check, it was noted that the impedance was out of range and the test was unable to be completed. The patient was then admitted and monitored. At explant, an insulation breach was observed.